Manufacturer narrative:
The customer has provided the data files (.r1 and .cx) for the investigation. The customer stated they checked the calibration, the qc was in the expected range and they are operational. The cause of this event is unknown.

Event description:
The customer reported discrepant po2 results on the rp 500e run twice. The same sample was used. The is no report of injury due to this event.

Manufacturer narrative:
Siemens has completed the investigation: after reviewing the available data logs, the po2 sensor in question was found to be performing as intended. There were no system or sensor errors recorded during or around the time of the sample in question that could be linked to the observed discrepancy. The review located a third sample from the same patient that was run immediately afterwards and in close agreement to the first sample measured at 14:07 pm. The sample at 14:10 pm with the higher po2 recovery is more likely to be the discrepant result. This was most likely caused by exposure to ambient air, probably from a trapped air bubble in the syringe from a prior sample. However, this cannot be confirmed as the root cause from the available information. The coox parameters were turned off and the hemoglobin fractions for the samples were not available to review.